Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® luer-lok¿ access device holder with multiple sample adapter experienced an inability to contain medication and leakage. The following information was provided by the customer: material no. 364902, batch no. Unknown. It was reported that the luer lock sample port, it creates a hole and then leaks. When using the luer lock sample port, it creates a hole and then leaks. Rcvd an email from the customer stating "I receive the defective product information through a reporting system so I am limited to what nursing inputs ¿ #104929, (B)(6) 2018. When using the luer lock sample port, it creates a hole and then leaks. The foley then has to be replaced. When a foley is inserted the wrappers are not saved and lot # are not recorded. What was the date of event? (B)(6) 2018. What is the product batch/lot number? Unknown. Was there exposure to blood/bodily fluid? If yes, provide the details. Not sure what you mean by this- the product was a foley. Was the course of treatment changed? If yes, provide the details. Opened a new foley. Was there medical intervention? If yes, provide the details. New foley was inserted."

Event description:
It was reported that the bd vacutainer® luer-lok¿ access device holder with multiple sample adapter experienced an inability to contain medication and leakage. The following information was provided by the customer: material no. 364902 batch no. Unknown. It was reported that the luer lock sample port, it creates a hole and then leaks. When using the luer lock sample port, it creates a hole and then leaks. Rcvd an email from the customer stating "I receive the defective product information through a reporting system so I am limited to what nursing inputs ¿ #104929 12.18.18 when using the luer lock sample port, it creates a hole and then leaks. The foley then has to be replaced. When a foley is inserted the wrappers are not saved and lot # are not recorded.. - what was the date of event? 12.18.18 - what is the product batch/lot number? Unknown - was there exposure to blood/bodily fluid? If yes, provide the details. Not sure what you mean by this- the product was a foley - was the course of treatment changed? If yes, provide the details. Opened a new foley - was there medical intervention? If yes, provide the details. New foley was inserted."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined.